Event description:
It was reported that potential atrial mechanical undersensing was noted on the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.